Manufacturer narrative:
A motor error alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test. Lost sensor alarm could not be confirmed, due to motor error alarms. The device was also received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window.

Event description:
The customer reported via phone call that he received a motor error on the insulin pump during bolus delivery. The customer's blood glucose level was not known. During troubleshooting, it was stated, the insulin pump had been exposed to x-ray. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. The customer also received a lost sensor alarm on the device. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.